Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received incorrect infusion set supply. Blood glucose level at the time of the incident was 408 mg/dl. Customer did not indicate how the high blood glucose was treated nor if the auto mode feature was active at the time of the event. No troubleshooting was performed. No product is expected to return for analysis.